Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the distal conductor of the lead was extrinsically over-rotated. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead had an out of specification analysis result for extension/retraction due to greater than indicated number of turns to extend. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the right atrial (ra) lead fell out of place one time before the pocket was closed. The physician attempted to reposition, but the helix was unable to be retracted despite using a stylet. The stylet experienced moving difficulty inside the lead. The lead was eventually removed through an introducer and observed the helix was extended. A new stylet was used, but it was unable to pass the first few inches of the pin on the lead. The lead was removed and replaced. No patient complications have been reported as a result of this event.